Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: order number 4905089447 was received at hospital. It was reported the matrix screws received were the wrong color, gray instead of white and were 14 instead of 16 in size. This is 3 of 3 reports for this event.

Manufacturer narrative:
The investigation of the complained matrix screw shows that the clips are indeed wrong. We are not able to determine the exact cause for this problem but it is supposed that one step during the manufacturing process was not carried out properly. This is clearly manufacturing related. We can only presume this particular article was inadvertently packed.

Manufacturer narrative:
Device used for treatment and not diagnosis. After review of the DHR lot#6999598 they were no identifiable anomalies. The product returned was improperly packaged with the incorrect clip. Clip pn 60038706 called out on the bom was not used and pn 60019220 was incorrectly used.

Manufacturer narrative:
The screws were examined and are the wrong color. The exact cause for this complaint can not be determined at this time. The product has gone for further investigation.